Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the initial procedure was in 2008. Three months later, the 4.0 x 23 mm promus stent thrombosed. Another co's 4.5 x 15 mm balloon was dilated at the lesion and an angiojet catheter was used to regain flow to the vessel. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
.